Event description:
The doctor indicated that the abutment screw fractured.

Manufacturer narrative:
The product was not returned but the abutment screw fracture was confirmed via the radiograph. The lot number was not provided, therefore a device history review could not be completed.